Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the screw broke off, therefore the surgeon was unable to further the screw into the bone. As a result, the patient would later need a second operation to remove the screw due to discomfort. The broken screw remains in the patient.